Event description:
An undisclosed user facility medwatch was received from the FDA. From the info provided by the user facility, ballard's senior research scientist stated that the caregiver could have advanced the suction catheter past the tip of the endotracheal tube. Ballard's directions for use clearly state two different methods of limiting the insertion depth of the suction catheter, which would avoid this type of injury.